Manufacturer narrative:
(B)(4). The returned guide wire was elongated for approximately 140mm distal to the mid solder designed to be at 20mm from the tip. Under the elongated coil wire, the inner coil wire was exposed. At the distal end of the inner coil wire, the core composed of a twist wire and a straight core wire was found tangled and fractured. The distal segment was microscopically observed. At the distal segment of the returned guide wire, the ball tip remained attached. The coils started stretching at approximately 1mm proximal to the tip. Both twist wire and straight core wire were found tangled and fractured at approximately 7mm proximal to the tip as seen on the proximal side of the core fracture. Although elongated, the coil wire remained in one piece. The core was found fractured at approximately 7mm proximal to the tip. Measurement of the core indicated that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was concluded that torsion exceeding the product's design limit was inadvertently applied while the wire tip was likely being trapped in the tortuous peripheral vessel. The torsion probably led the core to be twisted and eventually wrenched off. Further applied tensile stress generated with wire removal most likely caused elongation of the coil wire. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that an asahi guide wire became stretched during a pci to treat a moderately calcified 90-99% stenosis in the lad #8. The guide wire was advanced to the peripheral lad when the physician felt deteriorated torque response of the guide wire. A microcatheter was advanced distal to the guide wire and it was removed with the guide wire when stretching of the coils was recognized. A new guide wire was replaced to resume the pci. The procedure was successfully completed with reestablished blood flow. There were no adverse patent effects related to the guide wire. The patient was fine without problem after the pci.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.